Event description:
Caller states the patient tested 4.1 inr and 4.2 inr on the coaguchek xs while comparison lab returned as 7.6 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.